Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the graftmaster stent was implanted, however, it did not seal the perforation. The patient was put on an iabp and sent to emergency surgery for bypass open heart surgery. No additional event or patient information is available.